Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the one patient did not appear on pyxis after being readmitted. A technical support specialist (tss) dialed into the server and confirmed that the patient was visible. Tss advised the user to contact hospital information technology team (hit) and request that an hl7 a01 (admit) message be sent from ad (active directory). It was explained that the patient would appear on the station only after the hl7 message was sent. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a patient was accidentally discharged and then readmitted. The patient was marked as a temporary patient, but the customer reported that the patient record was not appearing on the device. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.